Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed episodes of high ventricular rate (hvr). It is unclear whether the hvr episodes were caused by oversensed noise on the right ventricular lead, premature ventricular contractions, or true non-sustained ventricular tachycardia. The device was reprogrammed due to the hvr episodes, and the patient was given an event monitor to wear to be better able to determine the cause of the hvr, and will continue to be monitored. There were no patient consequences.